Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing and r-wave amplitude variation. Patient then presented in clinic. Chest x-ray was performed and revealed rv lead dislodgement. The rv lead was explanted and replaced. Patient condition was stable.